Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). The customer reported the following complaint issue on (B)(6) 2017: it came out of the package with a compromised outer sheath. We attempted deployment anyway thinking that with the support of being inside the lumen of the scope it would be okay however one of the wires in the sheath of the stent bowed out of the broken outer sheath and failed. We tried to see if it would work outside of the scope but it broke completely. Further detail was provided by the dm on 30th august 2017: the flexor catheter was observed, upon opening the product, to be compromised. They thought that the scope channel would hold it together, but once in position, in the patient, it was not performing as expected. The physician removed the device from the scope and tried to deploy the stent outside the patient. There were more difficulties, so they grabbed a new stent. Clarification was provided on the condition of the flexor on 31 august 2017 based on the report that I received the catheter was compromised in some manner right out of the packaging. A request was made on where the sheath was compromised and if any image was available but no further information was available as on 13 sept 2017. Further information was provided on 19 sept 2017: I spoke with the initial nurse in on this case, who opened the stent, and she said the catheter was kinked about midway though the introducer. Once the introducer was put through the scope and stent deployment attempted, they noticed something was wrong. They removed the introducer from the scope and noticed the metal, inner catheter, was becoming stretched at the compromised area of the catheter. The following additional information was provided 21 sept 2017: was there damage noted to the packaging itself prior to opening it? No. When did the nurse notice the kink in the catheter, upon opening the packaging or upon removing the device from the packaging? Upon removing the device from the packaging. Did the nurse remove a protective tubing from the catheter? Yes. 1 x evo-10-11-6-b was returned to cirl for evaluation in the evo box without the inner packaging. Upon evaluation of the returned device, it was noted that there was no significant damage to the outer packaging, the inner packaging was not returned. The red deployment marker was towards the middle of the handle. The lockwire was not returned. There was no stent exposure from the sheath on return and no wires of the stent were broken through the outer sheath as per the complaint description. The outer sheath was broken 88.5cm from the purple strain relief of the handle. The stent was manually deployed during the lab and noted to be fine. The customer complaint is considered to be confirmed as there was significant damage to the device on return. Customer complaint confirmed as failure was verified in the laboratory. As handling/usage conditions cannot be replicated within the laboratory setting a definitive root cause cannot be determined. Possible causes may have been as follows: potentially damaged during transportation or storage, however, condition of packaging device was returned in would not indicate this. It is also possible that the flexor got kinked on handling/removal of the device from the packaging which would be the primary failure. As per information provided, the nurse noticed the kink upon removing the device from the packaging. As per the instructions for use, notes section the user is instructed of the following: visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". The damage that was caused after this point may therefore be attributed to user error as instructions for use were not followed. The evo-10-11-6-b device of lot number c1371173 is contains irs0129 (evo-10-11-6-b second assembly) of qc # (B)(4). A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b did not reveal any discrepancies that could have contributed to this issue. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will be monitored for potential emerging trends. From the information provided, there have been no adverse effects to the patient as a result of this occurrence.

Event description:
This follow up report is being submitted due to receipt of additional information, the evaluation of the device involved in this event and the conclusion of this investigation. The stent came out of the package with a compromised outer sheath. Staff attempted deployment with the support of the inside lumen scope; however, one of the wires inside of the stent bowed out of the broken outer sheath and failed. Opened a similar device and completed the procedure with success. Additional information received 19-sep-17: "the catheter was kinked about midway though the introducer. Once the introducer was put through the scope and stent deployment attempted, they noticed something was wrong. They removed the introducer from the scope and noticed the metal, inner catheter, was becoming stretched at the compromised area of the catheter."

Manufacturer narrative:
The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions. The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions.

Event description:
The stent came out of the package with a compromised outer sheath. Staff attempted deployment with the support of the inside lumen scope; however, one of the wires inside of the stent bowed out of the broken outer sheath and failed. Opened a similar device and completed the procedure with success. Additional information received 19-sep-17: "the catheter was kinked about midway though the introducer. Once the introducer was put through the scope and stent deployment attempted, they noticed something was wrong. They removed the introducer from the scope and noticed the metal, inner catheter, was becoming stretched at the compromised area of the catheter."